Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a return of symptoms starting a few months prior to the report. The patient was wetting about 6-7 times a day and it was like their device didn¿t do anything. It was noted that the patient had worked with a healthcare professional (hcp) who stated that, maybe, the internal device got misplaced. The hcp did testing and decided a surgery needed to be done to replace the implanted neurostimulator (ins). It was noted that the symptoms were getting worse, but the surgery hadn¿t been scheduled at the time of the report. There were no further complications reported or anticipated.